Event description:
It was reported that during an upper gastric procedure, the device was not cutting or coagulating tissue as normal. There was no error code displayed. The device was replaced with a like device and the procedure was completed. There was no patient consequence reported.